Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt faint and exhibited a slow heart rate. Upon interrogation, an electrocardiogram revealed the ventricular lead exhibited loss of capture. No intervention was reported and the patient would be monitored. No further information could be obtained.